Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. The clinician noted that the autocapture feature was in retry a significant amount of time.

Manufacturer narrative:
The technical services consultant explained to the caller the possible causes of the autofeature having reverted to retry. The consultant suspected that the patient had a loss of capture, which resulted in the syncopal episode and the device reverting to retry. However, they were unable to determine the cause of the loss of capture. They recommended that the patient be monitored closely. No additional information is available at this time. If additional information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Guidant received information that the patient with this pacemaker experienced syncope. The clinician noted that the autocapture feature was in retry a significant amount of time. Subsequently the device was explanted and replaced.